Event description:
It was reported a clinical study pt had a benign prostatic hyperplasia (bph) procedure (B)(6) 2012. On (B)(6) 2012, the pt presented with spontaneous hematuria with urinary retention by clots. A bladder catheterization and irrigation was performed. Resolved, same day. No further info was available.